Event description:
The surgeon had performed a successful partial knee arthroplasty case using the robotic arm interactive orthopedic system (rio). About four weeks later, the patient fractured her femur after falling. A trauma surgeon placed a rod in the patient's femur to treat the fracture, and noted a very small piece of metal at the bone pin site, noting that the pin site created a stress riser in the femur.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted by mako surgical with regard to this event. The patient was standing still, heard a pop, and fell to the ground when the fracture occurred. After a successful trauma surgery, the patient is expected to make a full recovery. No x-rays were available for the case. The makoplasty surgeon was not concerned with the small piece of metal left in the patient. The patient's high bmi, unknown bone quality, and the stress riser created by the bone pin site may all have contributed to the fracture.